Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and bubbles were observed. They were starting a redo pulmonary vein isolation (pvi). The webster cs catheter was inside the coronary sinus and the vizigo was inserted inside the patient¿s body through the femoral access. The doctor realized there were bubbles in vizigo and immediately decided to replace it. With the new vizigo, there was no problem and no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and bubbles were observed. They were starting a redo pulmonary vein isolation (pvi). The webster cs catheter was inside the coronary sinus and the vizigo was inserted inside the patient¿s body through the femoral access. The doctor realized there were bubbles in vizigo and immediately decided to replace it. With the new vizigo, there was no problem and no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent close to the handle section. No other damage was observed. The hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed for the finished device number lot 60000374 and no internal action related to the complaint was found during the review. No bubbles were detected. The air flows back issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported air flows back issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent shaft observed during device investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to follow-up report #1 (B)(4). The device investigation details have been updated as follows: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent close to the handle section. No other damage was observed. The hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed for the finished device number lot 60000374 and no internal action related to the complaint was found during the review. No bubbles were detected. The hemostatic valve leak issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent shaft could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).